Event description:
Patient has worn contact for many years. Most recently 10 yrs of acuvue 2 contacts. Purchased 4 boxes of acuvue 2 lot # l000p7z0p78, product code 33905 81058. Strength of +7.00. There was more chinese language than english on the boxes. Put new contacts in eyes on a saturday and by the end of the day, had itching in right eye. Tossed that contact out and opened new envelope; that contact was ripped. Opened another one that appeared to be okay, rinsed and put in eye. Still itching. By wednesday, had opened a total of nine envelopes of the contacts and found 2 of the lenses packets to have debris floating in them. At least 2 more had nicks and dings in them. By the third day, my right eye was getting so bad, that I returned to optician with the offensive contacts and he examined my eye and said I had a corneal ulcer. Gave me zymar drops and told me to come back the next day. Went back and saw another optician who immediately sent me to a cornea specialist. Have been on 6 different medications for 10 days, for scratches to my cornea, and a cornea ulcer. I told the co, opti express, that it was from the bad contacts and they said "it happens," that there are bad lots of contacts. Had to buy a certain price amount in glasses and still am not able to see to drive and I drive for my job. Since I was new on my job, I had no sick days, personal days or vacation and have been laying in bed putting a total of 4 different medications in my eye every 2 hours. Extremely painful and expensive event and went to dr today and he said I may not ever be able to wear contacts in my right eye and that they can not fit my prescription for glasses to drive. I don't know what to do. This is not the first time I have had problems with acuvue 2. Last year had a similar situation when I ordered new contacts. Also, used renu with moisture loc last year. The contacts were rinsed with bausch and lomb renu saline solution. I could not believe that there is stuff floating in these supposedly sterilized contacts envelopes. I am about to lose my job and everything over this. Still unable to see right and have many follow-up dr visits. Still have unopened envelopes of these johnson and johnson acuvue 2's and want to have the rest of them tested. Afraid to put anything in my eye now. Dates of use: 5 days, diagnosis or reason for use: vision correction, event abated after use stopped or dose reduced?1. Yes.